Manufacturer narrative:
The autopulse, serial number (sn) (B)(4), was returned for evaluation and repair on (B)(4) 2016. A visual inspection was performed and there were no signs of physical damage. The drive shaft was observed to be 'sticky'. This occurs as part of normal wear and tear of the device, and is unrelated to the reported complaint. The autopulse sn (B)(4) was manufactured in february of 2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). A review of the autopulse archive indicated multiple occurrences of ua07 'discrepancy between load 1 and load 2 too large', on (B)(4) 2016 confirming the customer's complaint. The initial functional test could not be performed due to the ua07 faults. It was suspected that the load cells may be defective. The device was tested with known good load cells on a test manikin for approximately 10 minutes without issue, proving that there was an issue with the load cells. To resolve the issue, the single point load cells were replaced. Additionally the clutch plate was deburred to resolve the issue of the 'sticky' drive shaft. After the repairs the run-in test and final tests were performed and passed all specifications. In summary, the customer's report of the autopulse displaying ua07 'discrepancy between load 1 and load 2 too large' was confirmed. This was due to defective load cells which were replaced, resolving the issue for the customer.

Event description:
The customer reported that the autopulse displayed user advisory (ua) 07 'discrepancy between load 1 and load 2 too large'. This occurred during a daily shift check of the autopulse. No patient involved.